Event description:
An implant card was later received confirming the patient had generator replacement surgery on (B)(6) 2016 due to prophylactic replacement due to ifi = yes. After replacement, the new impedance value was found to be ok at 2533 ohms, which is within normal limits. It was later reported by the physician that the patient's increase in seizures was at his pre-vns baseline level and that no trauma, medication change, or external stressor caused or contributed to the increase in seizures.

Event description:
It was reported through clinic noted that the patient was referred for generator replacement as his generator battery was at end of life and the patient's seizure frequency had been increasing, presumably related to the end of the battery life. However, it was later noted in clinic notes that device diagnostics were performed and showed the impedance was within normal limits with a value of 2609 ohms and an ifi = yes (intensified follow-up indicator). The ifi = yes condition verifies the vns generator should have still been delivering therapy as intended. A battery life calculation was performed showing the generator had approximately 0.4 years remaining until neos = yes (near end of service).